Event description:
Caller stated on (B)(6) 2020 he visited the hospital for an appointment where the biowave go nerve stimulator was used on him. He has previously complained of pain, ever since he has experienced and continue to experience negative side effects that has immobilized him. He also stated that his health has been declining because of the use of the device.